Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a lesion in the left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm by 15mm ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the severely calcified target lesion despite repeated attempts, therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon when the stent caught on calcium in the vessel. Subsequently, the stent delivery balloon was reinserted through the stent and was successfully removed from the pt. The target lesion was then pre-dilated with a ptca balloon and the deployment of another s7 stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The calcification of the lesion and the lesion not being 1:1 pre-dilated contributed to the event.